Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and alarmed several button errors. The customer stated that the buttons were stuck and the numbers were ramping up during bolus. Troubleshooting for button error/keypad anomaly was performed. Customer's blood glucose was unknown at the time of the incident. The customer also stated that the insulin pump might have been exposed to moisture and that they were at a pool leading to the keypad issues. The customer stated, should be good no indication, when asked if the time on the clock advanced when monitored for one minute. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Customer stated that their blood glucose level was 51 mg/dl and was trying to give insulin for the lots of snack they had. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm was noted during failure analysis. Act, esc and arrow buttons did not respond due to corroded keypad traces. No scrolling numbers display anomaly noted. Time advanced properly. No moisture damage on electronics and motor noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.